Event description:
3/2005: the test strips involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case has failed functional since the test strips failed inspection. The labeling on the vial of test strips was incorrect. If any additional information is available, the FDA will be notified in a follow-up report. At this time, co consider this matter closed.